Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 and 4 continued failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 and 4 was failed. A field service engineer (fse) found that the tower door 4 handle was cracked and replaced the handle. The fse tested tower doors 3 and 4, applied conductive grease to both latches, and tightened and crimped the connectors. All cabling and harnesses were checked, and the doors appeared to be in good working order. Both doors were responsive, and a final test was performed in hardware test application mode. Customer was able to recover and inventory tower doors 3 and 4. The system functioned as intended after the field service engineer repaired the device.